Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error alarm confirmed in the pump history due to broken trace at pin1, keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The patient¿s blood glucose level was unknown at the time of the incident. It was reported that they were able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.